Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a pacing lead was explanted with no information other than that there may be a malfunction. Follow-up attempts were made to obtain more information regarding this explant procedure but were unsuccessful. No patient complications have been reported as a result of this event.